Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as a touch contamination reported by the pd nurse as ¿the patient¿s pd catheter slipped and the patient grabbed the catheter without a minicap on.¿ the patient was hospitalized for the peritonitis event the same day as diagnosis. On an unreported date the patient was initially treated with intraperitoneal cefazolin (dose and frequency not reported). The peritonitis was not improving therefore the medication was changed to intravenous vancomycin (dose, frequency and duration not reported). Three days after receipt of this report the pd catheter was removed and in-center hemodialysis was to start for approximately four to six weeks. The patient was discharged nine days after admission. At the time of this report the patient was reported as ¿90% recovered¿. It was not reported if the patient was retrained on the proper aseptic technique. No additional information was available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.